Event description:
It was reported that the patient was asleep when he first noticed his glucose level reading slightly high. He indicated that his blood glucose was 232 mg/dl when he initially saw the reading and later measured 222 mg/dl with a level arrow. He had last eaten around 6 p.m. And went to bed around 10 p.m., with glucose levels within an acceptable range at the time of sleep and a highest reported value of 202 mg/dl prior to waking. The patient called to report that upon waking his blood glucose had risen to 233 mg/dl, though by the start of the conversation it had already decreased to 222 mg/dl. He confirmed he had not eaten since dinner and noted that he had not received any device notifications. The agent instructed him to verify that blood glucose readings were being received by the device, after which the patient confirmed a new reading of 202 mg/dl. This trend indicated that insulin delivery was occurring correctly and the device was addressing a minor elevation. The agent explained that several factors could have contributed to the elevated glucose but that the device appeared to be functioning properly. Because the glucose level was near range and trending downward, the patient was advised to call back if it increased again or remained above 180 mg/dl for more than 90 minutes. In the high blood glucose questionnaire, the patient reported slightly elevated levels without a device-related issue, a highest reading of 233 mg/dl, and an elevation lasting less than 90 minutes. He confirmed that no alerts were received, no back-up therapy was used, no ketone testing was performed, no steroids had been taken, and no medical intervention or other assistance was required. He reported no immediate health effects. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.